Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted in the 1st obtuse marginal. Approximately 14 months post procedure patient suffered varicella pneumonia. The event was treated with medication. The patient did not recover.